Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The existing aus was explanted and not replaced. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.